Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the tandemheart femoral artery cannula. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a patient supported with a tandemheart femoral artery cannula. The patient had hemorrhagic shock and right arterial cannulation site bleeding. It was reported that on (B)(6) 2020 profuse bleeding from arterial cannulation site and oozing around access site were noticed. The arterial cannula was readjusted. Coagulation studies showed elevated ptt/inr. In addition, it was stated that on (B)(6) 2020 significant bleeding from ECMO arterial cannulation site was noticed and it was not possible to adjust the cannula position to stop bleeding. The patient received multiple units of packed rbcs, clotting factors. The bleeding continued and flows could not be maintained. Prbc x 15, ffp x 4, plt x2, cryo x 1 were given.

Event description:
See initial report.

Manufacturer narrative:
H10: a medical assessment of the event has been conducted. As per medical assessment this is an inherent risk of the procedure and it is common issue with arterial cannula usage.

Manufacturer narrative:
H10: no cannula lot number has been provided, thus DHR could not be performed. No additional information has been provided. Based on current level of information, there is no allegation of any specific cannula defect/malfunction. It cannot be ruled out that reported event was more likely due to user technique in advancing the cannula into the patient and/or due to physical conformation of patient's vessel.

Event description:
See initial report.

Event description:
Livanova received report of a patient supported with a protek solo femoral arterial cannula. The patient had hemorrhagic shock and right arterial cannulation site bleeding. It was reported that on (B)(6) 2020 profuse bleeding from arterial cannulation site and oozing around access site were noticed. The arterial cannula was readjusted. Coagulation studies showed elevated ptt/inr. In addition, it was stated that on (B)(6) 2020 significant bleeding from ECMO arterial cannulation site was noticed and it was not possible to adjust the cannula position to stop bleeding. The patient received multiple units of packed rbcs, clotting factors. The bleeding continued and flows could not be maintained. Prbc x 15, ffp x 4, plt x2, cryo x 1 were given.

Manufacturer narrative:
Brand name have been corrected since an incorrect product name was stated in the previous report.